Event description:
It was reported that the vertical column on the 9900 system would not move after the procedure. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. Additional information will be reported as required.